Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the ethernet cord and camera needed to be replaced. The system performed as intended after the replacements. Codes b01, c07 and d02 are applicable to this analysis. The camera, lot number: p900463, was returned to the manufacturer for analysis. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .514mm with a passing threshold of .250mm. Codes b01, c02 and d02 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735843. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: camera refurb 9735821r vega base s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when booting up the system into the application, a localizer faulted was present. Troubleshooting showed erroneous bump status.  There was no patient involvement.